Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the trocar valve did not seal and the patient's eye was in constant hypotonia during the surgery. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The root cause for the defect experienced by the customer cannot be determined, however, an internal investigation has been opened to improve performance of complaints of this nature. (B)(4).

Event description:
A surgeon reported that the trocar valve did not seal and the patient's eye was in constant hypotonia during the surgery. No patient harm was reported. Additional information has been requested.